Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while gardening. A review of the episode confirmed the shock was due to oversensing of myopotential noise. The noise was able to be reproduced during troubleshooting when the patient made the same arm movements. Technical services recommended testing the other sense vectors to see if the noise was better managed in another vector. It was noted all three vectors had smaller amplitude r-waves, but the r:t ratios may be better in primary or alternate. X-rays were recommended to evaluate system placement. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service. Additional information was received. About two years later, the patient received a new inappropriate shock. The sense vector had been changed from secondary to primary after the first inappropriate therapy. This time, the noise was not myopotential but was instead non-physiological artifacts with a wandering baseline. Oversensing of this artifact was observed in one treated and several untreated episodes. Technical services discussed this artifact was consistent with a fractured electrode or contact disturbances in the connector block of the device. The physician reported tachy therapy was programmed off and the patient was to be seen again for additional troubleshooting. Technical services provided instructions to evaluate each sense vector's detection performance with provocative maneuvers. X-rays were recommended to evaluate the connection of the electrode to the device header and the electrode body. No additional adverse patient effects were reported outside of the inappropriate shock therapy that was received. At this time, the device and electrode remain implanted but not in use.

Manufacturer narrative:
This report will be updated when additional information is received.